Manufacturer narrative:
Complaint conclusion being updated with new information received: addition of retrieval difficulty, anxiety as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient was reported to have had a history of recent pulmonary embolus (pe) with a plan for upcoming orthopedic surgery. The filter was implanted via the right common femoral vein and placed with its¿ tip below the renal veins without complication. Approximately five weeks after the implantation, the patient returned for a planned filter retrieval. Attempts to remove the filter percutaneously with the use of a snare and multiple catheters were unsuccessful due to filter embedment. The patient is further reported to have experienced emotional distress, mental anguish, anxiety and stress associated with the filter. The patient subsequently expired. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately five weeks after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The patient¿s cause of death was not provided. It is therefore not possible to draw a clinical conclusion regarding a relationship between this event and the implanted device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from medical records that the pre-operative diagnosis at filter placement was a recent pulmonary embolus and the patient was preoperative to ortho surgery. He was referred for a removable ivc filter. An optease ivc filter was successfully placed in the inferior vena cava with its tip below the renal veins. Filter placement was confirmed with post procedural image. There were no procedural complications noted. The patient returned approximately 5 weeks later for a filter retrieval procedure. The ivc filter was unable to be retrieved with an 18-30mm snare (and multiple catheters. According to the patient profile form also received, the ivc filter was embedded and unable to be retrieved. These injuries have caused emotional distress, mental anguish, anxiety and stress. Based on the additional information received, updates were made to the following sections: a2 and b3, d4. New device code is 1528 (removal difficulty) and component code, 816. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the event date and date of death (including cause of death) are unknown. Event date listed is the aware date. (B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient was treated with an optease inferior vena cava (ivc) filter which subsequently malfunctioned and caused injury, damage, including, but not limited to embedded and unable to be retrieved. The patient is also listed as deceased. The indication for filter placement is not available. There is no further information regarding the event of death. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Death is a known potential complication associated with the use of the ivc filter devices and is listed in the IFU as such; however, in this case the cause of death was not reported; therefore, an adequate assessment of the relationship of the filter to the event of death is not possible. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage, including, but not limited to embedded and unable to be retrieved. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.